Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 459mg/dl and a correction bolus via the pump was delivered to address the bg level. All pump supplies were changed and insulin was successfully resumed. Tandem technical support recommended the customer to place their new infusion set site in an area free of scar tissue.